Event description:
The customer reported that the power cord was damaged and the system would not boot up. No pt injury was reported.

Manufacturer narrative:
The ge service rep conducted an onsite investigation. The power cord was replaced. The system was tested and operates as intended.